Event description:
It was reported that on (B)(6) 2023, the issue occurred when the surgeon went to advance the set screw that is preloaded in the proximal end of the nail. The last couple turns with the screwdriver while engaged with the set screw would not advance the screw over the proximal locking screw. The surgeon felt the set screw might be cross threaded. They backed the screw proximally three times to try and align it properly with the internal threads. Finally, the set screw was advanced far enough so it was locked in the static position. The surgeon knew the set screw had not advanced far enough for static locking because the proximal screw through the nail would still rotate. There was no reported adverse patient impact. The procedure was completed successfully with a surgical delay of 5 minutes. No further information is available. This report is for a tfna fenestrated screw 85mm sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procode: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Manufacturing location: elmira packaged, labeled, sterilized and released by: monument. Manufacturing date: 27-sep-2022. Expiration date: 31-jul-2032. Part number: 04.038.185s, tfna fenestrated screw 85mm sterile. Lot number: 1600p32 (sterile). Lot quantity: 96. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.